Manufacturer narrative:
New, updated and corrected information is referenced within the update statements. Please refer to update statement dated 07aug2017. No further follow-up is planned. This report is associated with 1819470-2017-00125, since there is more than one device implicated. Evaluation summary: a female patient reported a gap between the dose knob and the body of her humapen ergo ii device after an injection. The patient experienced hypoglycemia and increased blood glucose. The device was not returned to the manufacturer for investigation (batch number 1201d03, manufactured january 2012). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review of the batch did not identify any atypical findings with respect to device not accurate or pen jam issues. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The patient did not provide the duration of use; however, the patient indicated the device was received in 2013. Therefore, the device could have been used for 4 years. The user manual states the humapen ergo ii device has been designed to be used for up to three (3) years after first use. There is evidence of improper use. It is likely the patient used the device beyond its approved use life. It is unknown if this is relevant to the events of hypoglycemia and increased blood glucose.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complain (pc), with additional information from the initial reporter, concerned a female patient of unknown age and origin. Medical history included numbness of hand and eye problems. Concomitant medications included mecobalamin and unknown drug reported as yikai (pancreatic kininogenase enteric coated tablet), both for unknown indication. Also she took an unspecified medication for eyes. The patient received insulin lispro protamine suspension 50%/insulin lispro 50% (rdna origin) (humalogmix50) via cartridge using reusable pen (humapen ergo ii and unspecified pen humapen), for the treatment of diabetes mellitus, subcutaneously, beginning in 2015; initial dose and frequency were not reported. On unknown date (unclear date in 2015) she experienced high blood glucose and hypoglycemia that led to hospitalization twice. Pc: (B)(4) lotnumber:1201d03; pc: (B)(4) lot number:unknown. In 2016 she was hospitalized for unknown reason. On (B)(6) 2017 she had night hypoglycemia. She did not receive corrective treatment, she only ate bread and then she was recovering. No lab test was reported for the glucose events. On unknown date she decreased her dose to 18 units in the morning and 18 units in the evening. Information regarding further corrective treatment was not reported. Insulin lispro protamine suspension 50%/insulin lispro 50% treatment was continued. Information regarding further hospitalization details were not provided. Follow up was not possible since the reporter refused to be contacted and no information regarding the treating physician was provided. Information regarding the operator of the device and his/her training status was not provided. The device model duration of use for the unknown humapen and the humapen ergo ii were not known. The suspect device duration of use associated with pc (B)(4) was approximately four years; not known for the unknown humapen. The suspect device with pc (B)(4) was manufactured in jan2012 was not returned to the manufacturer (used beyond manufacturer specifications); other device return status was not expected. The reporting consumer did not know if the events were related to insulin lispro protamine suspension 50%/insulin lispro 50% treatment and did not provide an opinion regarding the devices. Update 13-jul-2017: additional information received from the initial reporter on 11-jul-2017. Updated the corrective treatment from unknown to no and outcome from not recovered as conflictive information to recovering for the non-serious hypoglycemia; and narrative with new information. Update 17jul2017: updated medwatch fields for expedited device reporting. Update 17-jul-2017: a correction was received from the affiliate regarding the initial information of 04-jul-2017. Deleted irbesartan as concomitant drug and added unknown drug reported as yikai. Updated onset date for the hospitalization without cause provided in narrative. Narrative and fields were updated accordingly. Update 20-jul-2017: duplicate information was received from the correction mentioned in update 17-jul-2017. Added pc numbers to narrative. No new adverse event or product information was received. Edit 21-jul-2017: upon internal review, EU-ca fields were completed for the suspect devices. No more changes were performed. Update 07aug2017: additional information received on 04aug2017 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch/(B)(6) and (B)(6) (EU/ca) fields, improper use and storage from no to yes, and device return status to not returned to manufacturer. Added date of manufacturer for the device with pc (B)(4) associated with lot 1201d03 of the humapen ergo ii device. Corresponding fields and narrative updated accordingly. Edit 07aug2017: upon internal review, incorrect dates were mentioned in update statement for the dsss report of pc (B)(4) received on 04aug2017; corrected accordingly.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation has been completed.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complain (pc), with additional information from the initial reporter, concerned a female patient of unknown age and origin. Medical history included numbness of hand and eye problems. Concomitant medications included mecobalamin and unknown drug reported as yikai (pancreatic kininogenase enteric coated tablet), both for unknown indication. Also she took an unspecified medication for eyes. The patient received insulin lispro protamine suspension 50%/insulin lispro 50% (rdna origin) (humalogmix50) via cartridge using reusable pen (humapen ergo ii and unspecified pen humapen), for the treatment of diabetes mellitus, subcutaneously, beginning in 2015; initial dose and frequency were not reported. On unknown date (unclear date in 2015) she experienced high blood glucose and hypoglycemia that led to hospitalization twice ((B)(4) lot number:1201d03; (B)(4) lot number:unknown). In 2016 she was hospitalized for unknown reason. On (B)(6) 2017 she had night hypoglycemia. She did not receive corrective treatment, she only ate bread and then she was recovering. No lab test were reported for the glucose events. On unknown date she decreased her dose to 18 units in the morning and 18 units in the evening. Information regarding further corrective treatment was not reported. Insulin lispro protamine suspension 50%/insulin lispro 50% treatment was continued. Information regarding further hospitalization details were not provided. Follow up was not possible since the reporter refused to be contacted and no information regarding the treating physician was provided. Information regarding the operator of the device and his/her training status was not provided. The device model duration of use and the suspect device duration of use were no reported but the use started in 2015. The action taken was not reported; however its return was not expected. The reporting consumer did not know if the events were related to insulin lispro protamine suspension 50%/insulin lispro 50% treatment and did not provide an opinion regarding the devices. Update 13-jul-2017: additional information received from the initial reporter on 11-jul-2017. Updated the corrective treatment from unknown to no and outcome from not recovered as conflictive information to recovering for the non-serious hypoglycemia; and narrative with new information. Update 17jul2017: updated medwatch fields for expedited device reporting. Update 17-jul-2017: a correction was received from the affiliate regarding the initial information of 04-jul-2017. Deleted irbesartan as concomitant drug and added unknown drug reported as yikai. Updated onset date for the hospitalization without cause provided in narrative. Narrative and fields were updated accordingly. Update 20-jul-2017: duplicate information was received from the correction mentioned in update 17-jul-2017. Added pc numbers to narrative. No new adverse event or product information was received. Edit 21-jul-2017: upon internal review, EU-ca fields were completed for the suspect devices. No more changes were performed.